Event description:
Allegedly, the doctor was performing a lap fundoplication when the instrument arced resulting in a minor burn to the intestines. No medical attention was needed for the burn; procedure was completed. Pt condition is fine.

Manufacturer narrative:
Device is not returned; hospital stated, the insulation was breached.